Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation was based on the user facility information and retention samples of the reported product code. Visual inspection on the safety cover confirmed no abnormalities that could adversely affect the activation of the safety cover. A review of the device history record confirmed that there was no production related problems for the past six months. A review of the manufacturing and inspection records revealed no abnormality of a detector for safety cover which may adversely affect the activation for the past six months. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely the inner needle was removed at an extreme angle or rotating. Furthermore, reinserted the inner needle into the catheter after the safety cover was activated. The device labeling does address the potential for such an event in the instructions-for-use by statements such as, "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." "Do not attempt to re-insert a partially or a completely withdrawn needle." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4). Device not returned to manufacturer.

Event description:
The user facility reported the safety cover stopped when the medical staff withdrew the inner needle when using the surflo i.v. Catheter device. Follow-up communication with the user facility confirmed the following information: the medical staff performed puncture and then withdrew the inner needle. The safety cover stopped on the way and did not shield the tip of the inner needle. The medical staff disposed of the needle immediately because it was dangerous. No needle stick incurred and there was no harm to the patient or the medical staff.